Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. There was no photo provided of the alleged defect. A device history record investigation shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the device involved in this complaint. Root cause is unknown at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "water backed up in column sending water back to the patient through the cannula". The alleged defect was detected during use. There was no patient injury or consequence reported.